Manufacturer narrative:
Pump received with missing retainer, broken reservoir tube lip, missing reservoir tube o-ring. Unable to perform the displacement test or lock reservoir into place due to broken retainer.

Event description:
The customer reported via phone call that insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer stated that they dropped the insulin pump and around the reservoir compartment two pieces have broken off. The troubleshooting was performed for the damage and found that the reservoir was locking in place. The customer was advised that the insulin pump will need to be replaced and revert to backup plan. The insulin pump will be returned for analysis.